Manufacturer narrative:
Updated data: h2 h3 h6 image review: four still images were provided for review of the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. However, it was documented that the patient¿s aortic valve cusps were heavily calcified. As noted in the instructions for use (IFU), adequate predilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Predilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 millimeter (mm) valve. In this case, it is known that a pre balloon aortic valvuloplasty was not performed prior to the valve implantation. Fluoroscopic valve load inspection was not provided for review thus a good load cannot be confirmed. An image of the released valve reveals under expansion of the inflow at a reported depth of 4m. Per medtronic best practices, if a valve is under-expanded, the system should be removed, pre-dilatation performed, and a new valve implanted using a new delivery system. Though, since the valve was already released, post implant dilatation was warranted to mitigate the under expansion. The post implant dilatation was consequently performed. Reportedly, the valve dislodged shortly after removal of the balloon, and a non-medtronic valve was subsequently implanted. The dislodgement event was not captured therefore it is not possible to validate the cause of the dislodgement. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, there was heavy calcification on the non-coronary cusp and other cusps. Pre-implantation screening showed no infold or lines on the valve. The valve was deployed at 4mm without predilatation. Crowding of the valve at the non-coronary cusp prompted post-dilatation using a 22mm x 40mm non-medtronic balloon (vacs), with pacing on the wire at 180. Foreshortening and height alteration of the valve were observed on imaging. After balloon removal and initial valve positioning, the wire was removed, and the valve subsequently dislodged into the aortic arch. The valve was secured using a snare and remained positioned in the ascending aorta at the bifurcation with the great arteries. A non-medtronic (edwards ultra 26mm) valve was used as a replacement and was implanted. The patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.